Manufacturer narrative:
H6: medical device problem code 2017 - excessive force. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported by the account that since resistance was met during attempts to remove the device, force was applied and the bdc separated. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the violation of the IFU contributed to the reported separation as the device separated after force was applied. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device; however, the reported separation appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left main coronary artery. There was no resistance during advancement of the 4.5x15mm nc trek balloon dilatation catheter (bdc); however, during retraction, resistance was noted with the guide catheter. Force was applied and the shaft separated, but the bdc was able to be removed without issue. Another same size nc trek bdc was used in the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.